Event description:
Healthcare professional (hcp) reports five incidents of blood leaks with the psn 210 dialyzer occurring within 10 days in 2001. Blood leak occurred during treatment. Blood leak was noted with a blood leak alarm for one incident. For the remainder of the incidents blood was observed to accumulate on a towel at the dialysate drain as the towel appeared pink in color. Blood was returned to the patients with an estimated blood loss of 1 cc per incident. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.